Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited loss of capture at maximum outputs. The patient's heart rate was 35 beats per minute (bpm). The patient is dependent. It was reported that the patient's symptoms had gotten worse recently and that there had been a brief change in impedance measurements which have since stabilized. An insulation breach on the lead was suspected. During the revision procedure the shocking setscrews came out. Due to this, the device was subsequently explanted. The right ventricular (rv) lead was abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Testing was performed and confirmed the df+ and df- setscrews were out of the device header and returned loose with the device. Visual inspection of the seal plugs and setscrews found no damage. The setscrews were put back in the header of the device for testing. They did not get stuck on the wrench. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating that the patient's symptoms that had gotten worse were activity intolerance and generalized weakness. The impedance measurements were within acceptable range. The suspected lead insulation breach was not confirmed. No adverse patient effects were reported.